Event description:
Atrial undersensing noted, p waves are measuring o.lmv. Atrial sensitivity o.lsmv. Presenting egm shows atrial undersensing, atrial pacing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).